Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Five photos were provided and reviewed. The first photo shows an inflation device connected to the inflation hub of the catheter and a guidewire inserted in the guidewire hub of the catheter. Liquid is seen in the inflation device. The second photo shows the conquest balloon loaded onto a guidewire. The third photo shows a compound rupture noted on the balloon. The fourth photo shows a compound rupture noted on the balloon. The fifth photo shows a compound rupture noted on the balloon. Therefore, the investigation is confirmed for the reported compound balloon rupture as a compound rupture was noted on the balloon from the photo review. A definitive root cause for the reported compound balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 9 atm. The procedure was completed using another device. There was no reported patient injury.